Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's insulin pump turned off randomly with no warning of a battery change alarm. The patient's blood glucose level was unknown at the time of the call. The customer stated that they did not report the issue earlier because the pump worked as designed after the incident. The customer did not want to trouble shoot the issue at the time of the call. The customer was advised to call back to trouble shoot if the issue ever occurs again. No further information was provided.